Event description:
It was reported that during a pre-test to place a foley catheter for urinary drainage in the operating room, sterile water leaked from the balloon part due to balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 5 photos for evaluation. The first photo shows a top view of the 2-way catheter. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was a zoomed in view of the catheter's trifurcation site. The fourth photo was of the inflation cap with the lot number ngjq4073. The last photo was of the tray label confirming the lot number myjv4374. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with sample port connector. Visual inspection of the sample noted using the (in-house) syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked to drainage funnel lumen to lumen leak. Balloon rupture was not present. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,f,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to place a foley catheter for urinary drainage in the operating room, sterile water leaked from the balloon part due to balloon rupture.